Event description:
It was reported the up and down buttons on the insulin pump had frequently no or intermittent response. The device was not dropped or exposed to moisture. Anomaly occurred during normal use. Customer's blood glucose was 168 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response and button error alarms due to corroded keypad traces. No unlocked keypad connector noted. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.